Event description:
In 2008, a customer contacted baxter's technical service center regarding a system error 2240 (air in line alarm) and 2367 (due to the previous system error alarm) appeared on the home choice (hc) display during dwell 4 of 5. The home patient (hp) disconnected during dwell 4 of 5. The bags were connected and no leaks were noted. The technical service representative (tsr) assisted the patient to clear the alarm and resume therapy. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up call at approximately 42 days later, the nurse stated that the home patient had been diagnosed with peritonitis. The home patient reportedly experienced abdominal pain and cloudy effluent about 4 days post event, and was given vancomycin 2gram times 1 dose. A culture of the effluent was taken and culture results indicated staphylococcus epidermidis. The home patient continued to experience abdominal pain and was admitted to the hospital about 10 days later. An unknown culture was taken and came back negative. The effluent was clear. The home patient was prescribed ancef 1 gram intra-peritoneal for an unknown length of time. The home patient has since recovered.

Manufacturer narrative:
The sample was discarded and the lot number is unknown.